Manufacturer narrative:
Correction: please retract this report 2017865-2024-00838 as the pacemaker was not used due to the physician decided to use a generator that can deliver cardiac resynchronization therapy (crt-p) so that he could keep the chronic lead plugged in.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician elected to remove and replace the pacemaker with a biventricular pacemaker. No patient condition was reported.